Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission, far filed p ¿ wave oversensing was noted on the ventricular channel. Programming changes were suggested. No intervention was performed, and the implantable cardioverter defibrillator remains implanted. The patient was in stable condition.